Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman trusteer access system (was) was selected to be used. During the procedure the physician attempted with initial transeptal puncture (tsp) crossing but concluded it did not provide good sheath alignment. The physician performed a second tsp and switched to a was trusteer sheath. While attempting to position the was sheath using a multi purpose catheter there was noted to be a small circumferential pericardial effusion. The effusion was noted to be change over baseline status. The physician decided to reverse heparin and perform a pericardiocentesis, 300 cc of fluid were removed. The procedure was aborted. The patient stayed overnight in the hospital and was discharged on (B)(6) 2025 and is expected to fully recover.